Event description:
It was reported that the patient faced an event with five infusion sets where infusion set fell off on (B)(6) 2026 and patient reported high blood glucose level and patient got hospitalized on (B)(6) 2026 and patient got treated with ice water and insulin.

Manufacturer narrative:
MDR (B)(4) / initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.